Event description:
Patient pre-registered in clarity with a serial number that was not used, not allowing this device to be used in the future. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition.